Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 his adc blood glucose meter did not allow him to input his portion of carbohydrates for insulin dose calculation after a delay from his initial reading. Customer stated that because of this, he self-administered an incorrect dose of insulin. Customer further reported experiencing symptoms described as ¿sweating, vision was in and out, confused, cannot put sentences together" and subsequently losing consciousness, and having a seizure. Customer was transported a hospital where a healthcare professional diagnosed the customer with hypoglycemia and administered IV glucose. Customer was also given bread and orange juice. The hcp received the following readings: 3.8 mmol/l and 4.4 mmol/l, 15 minutes later.

Event description:
Customer reported that on 25-aug-18 his adc blood glucose meter did not allow him to input his portion of carbohydrates for insulin dose calculation after a delay from his initial reading. Customer stated that because of this, he self-administered an incorrect dose of insulin. Customer further reported experiencing symptoms described as ¿sweating, vision was in and out, confused, cannot put sentences together" and subsequently losing consciousness, and having a seizure. Customer was transported a hospital where a healthcare professional diagnosed the customer with hypoglycemia and administered IV glucose. Customer was also given bread and orange juice. The hcp received the following readings: 3.8 mmol/l and 4.4 mmol/l, 15 minutes later.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle insulinx meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.  A tripped trend review was completed for the reported complaint and freestyle insulinx meters, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.